Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was successfully deployed however moderate paravalvular leak (pvl) was noted. Subsequently a second valve was implanted successfully. No additional adverse patient effects were reported.